Event description:
Hemodialysis treatment was started using f160nr. Pt became short of breath approx 4 minutes into treatment. Oxygen applied via nasal cannula. By 6 minutes into treatment, pt became unresponsive and arrested. After resuscitations, pt was admitted to ccu at local facility. On (B)(6) 2014, pt's dialysis treatment was started again while in the hospital, using f160nr optiflux advanced fresenius polysulfone dialyzer. Approx 2 minutes into her treatment, she became short of breath. Treatment was stopped immediately and blood was not returned. On (B)(6) 2014, pt was dialyzed on the f180nr advanced fresenius polysulfone ethylene oxide sterilized dialyser. She did not experience any problems with dialysis with the alternate dialyzer.